Event description:
I used fix-o-dent, polygrip and super polygrip from 2002 till 2009. While I was using this product, I became ill and had to be pushed to hospital where I had a blood transfusion, and was sent to another hospital where they said I might not make it through the night and ever since that night I've been diagnosed with neuropathy, anemia, leukemia, and several other things they finally after 2 1/2 years of treatment for cancer, I was sent to another hospital, and they found that I was copper deficiency. Dose or amount: denture cream. Frequency: 2 or 3 daily. Route: oral. Dates of use: 2002 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.